Event description:
One touch profile meter was powering off during use. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep discovered through troubleshooting that the battery had been installed incorrectly. The pt was educated about the automatic shut-off, the battery was placed in correctly, and the meter powered off during use. Pt's meter was replaced.